Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate any boot-up issues, nor did physio observe a white display or lock-up condition. Physio did observe non-critical event codes in the device's memory which had caused the service indicator. As a precaution, physio then replaced both the system controller and user interface pcb assemblies and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not complete the initial boot-up cycle and had a white display. A white display is indicative of a device lock-up condition that could delay or prevent defibrillation, if it were necessary. Additionally, a service indicator was present. There was no patient use associated with the reported event.